Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.evaluation summary:the sample was not available for evaluation, however the customer provided a photograph of the device. A photographic inspection identified evidence of fluid inside the pouch. The cause could not be determined. Should additional relevant information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A photo is reported to be available for the evaluation. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.

Event description:
It was reported that an infusor was leaking into the overpouch. There was no patient involvement. Additional information was requested and is not available.